Event description:
A patient reported they were unable to charge their implantable neurostimulator (ins) and that they were seeing reposition antenna screen. Repositioning antenna did not resolve the issue. Antenna locate feature was performed and the issue was resolved. The patient reported a power on reset (por) message after performing the antenna locate. It was reviewed how to bypass the por and patient confirmed they were able to charge with 6 coupling bars. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.